Event description:
Same case as 6000093-2007-02355 and 6000093-2007-02356. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Multiple attempts for additional information regarding this event have been requested; however, none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.